Manufacturer narrative:
As reported by our affiliate, the following info was reported: balloon burst occurred in a pt during dilation of the femoral artery. Dilation was performed by hand injection at an unknown pressure. The vessel was calcified. There were no adverse effects to the pt. The procedure was completed with another balloon catheter. The product was used in pt and will be returned. The product is available for evaluation and testing. However, the product has not been returned as of this date. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon burst.